Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high undefined pace/sense impedance measurements. The rv lead also had a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted no conductor fracture or insulation breach in-vivo were found, but visual inspection found driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.